Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification (if applicable). Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as unidentified (tear) opening also observed crack in the valve assessed as cracked valve seat diaphragm valve. No further actions are required as it is not related to the manufacturing process. ¿ particles in valve: observed particles in the valve through visual inspection. No further actions are required as it is not related to the manufacturing process. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "dissatisfaction with outcome of her surgery". Later healthcare professional reported a "deflation", and the rga paperwork noted "particles in valve". This record is for the left side. The device was explanted.

Event description:
Patient reported "dissatisfaction with outcome of her surgery". Later healthcare professional reported a "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6

Event description:
Patient reported "dissatisfaction with outcome of her surgery". Later healthcare professional reported a "deflation", and the rga paperwork noted "particles in valve". This record is for the left side. The device was explanted.